Manufacturer narrative:
The date of the leak was reported as ¿an unreported date in (B)(6) 2016¿ and the peritonitis onset was an unreported date in 2016. The product was an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a leak between their transfer set and titanium adapter that caused peritonitis. On an unreported date, the patient was hospitalized for peritonitis. During hospitalization, the patient was treated with intraperitoneal cephalosporin (dose, frequency, and duration not reported) and intravenous normal saline (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.